Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet system, with the caregiver contacting support to review insulin delivery; the agent walked through the ilet graph showing basal delivery and insulin suspension prior to the low, and a cgm inaccuracy was noted as a contributing factor. Symptoms included an asymptomatic blood glucose of 61 mg/dl. Outcomes included correction with oral glucose and return to target range during the call, with no hospitalization. Investigation included customer service review of dosing history and cgm readings, as well as troubleshooting and education regarding insulin delivery and cgm accuracy. Investigation of this case revealed a possible contribution from an incorrect cgm reading that could have influenced system behavior leading up to the low, while the ilet demonstrated insulin suspension in response to the decreasing glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.